Event description:
During the procedure, the drill guide tip broke off while in use. There was only a single piece and this piece was successfully retrieved by the surgeon and confirmed by c arm x-ray. There was no injury to the patient or extension of length of stay. This piece of equipment belongs to the representative and is brought into the facility for cases.